Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case becomes incident. Event injury was replaced by more specific information: pain: chronic/pelvic/abdominal and bleeding: menorrhagia (heavy menstrual bleeding). Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty. Concurrent conditions included obesity and uterine bleeding. Concomitant products included ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) and vaginal haemorrhage ("abnormal bleeding (vaginal). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("pain: abdominal") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and menorrhagia. Removal date discrepancy- (B)(6) 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) of 2010: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s)-result not reported. Pathology test - on (B)(6) 2018: chronic cervicitis and nabothian cysts, cervix, total laparoscopic hysterectomy and bilateral salpingectomy. 2. Secretory endometrium. 3. Leiomyoma, multiple, intramural. 4. Paratubal cyst, right fallopian tube. 5. No significant pathologic features, left fallopian tube. 6. Essure device (gross diagnosis), bilateral fallopian tubes. Ultrasound scan vagina - on (B)(6) 2017: 1. Uterine fibroids as described above. 2. Thickening of the endometrial stripe. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : outcome of pelvic pain and bleeding was updated from unknown to recovered. Medical significant criteria for event uterine hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intra-uterine contraceptive device insertion on (B)(6) 2017, augmentation mammoplasty, hypothyroidism, uterine fibroids, adenomyosis, uterine dilation and curettage, dysmenorrhea, pregnancy test urine negative, obesity, iud expelled, cramp in lower abdomen, blood transfusion, fatigue, dizziness, cholecystectomy, abdominoplasty, vaginal discharge, stress urinary incontinence and post coital bleeding. Previously administered products included for an unreported indication: dmpa, colace, iron, micronor, toradol, ibuprofen and lupron. Concurrent conditions included obesity and uterine bleeding. Family history included uterine cancer. Concomitant products included ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine leiomyoma / reproductive system disorder or condition - type of disorder or condition: fibroids"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abnormal uterine bleeding, heavy menstrual bleeding and vaginal haemorrhage had resolved and the abdominal pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, heavy menstrual bleeding, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and menorrhagia. Removal date discrepancy- (B)(6) 2018, (B)(6) 2018 as per pif. Discrepancy date of insertion- (B)(6) 2011 or (B)(6), (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s)-result not reported. Pathology test - on (B)(6) 2018: chronic cervicitis and nabothian cysts, cervix, total laparoscopic hysterectomy and bilateral salpingectomy. 2. Secretory endometrium. 3. Leiomyoma, multiple, intramural 4. Paratubal cyst, right fallopian tube. 5. No significant pathologic features, left fallopian tube. 6. Essure device (gross diagnosis), bilateral fallopian tubes. Ultrasound scan vagina - on (B)(6) 2017: 1. Uterine fibroids as described above. 2. Thickening of the endometrial stripe. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2021: mr received: reporter, medical history, historical drug and family history added. (Fu 9 and 10 processed together). On 28-apr-2021: pif received: rcc added.(fu 9 and 10 processed together). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intra-uterine contraceptive device insertion on (B)(6) 2017, augmentation mammoplasty, hypothyroidism, uterine fibroids, adenomyosis, uterine dilation and curettage, dysmenorrhea, pregnancy test urine negative, obesity, iud expelled, cramp in lower abdomen, blood transfusion, fatigue, dizziness, cholecystectomy, abdominoplasty, vaginal discharge, stress urinary incontinence and post coital bleeding. Previously administered products included for an unreported indication: dmpa, colace, iron, micronor, toradol, ibuprofen and lupron. Concurrent conditions included obesity and uterine bleeding. Family history included uterine cancer. Concomitant products included ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine leiomyoma / reproductive system disorder or condition - type of disorder or condition: fibroids"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abnormal uterine bleeding, heavy menstrual bleeding and vaginal haemorrhage had resolved and the abdominal pain and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, heavy menstrual bleeding, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and menorrhagia. Removal date discrepancy- (B)(6) 2018, (B)(6) 2018 as per pif. Discrepancy date of insertion- (B)(6) 2011 or (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s)-result not reported.. Pathology test - on (B)(6) 2018: chronic cervicitis and nabothian cysts, cervix, total laparoscopic hysterectomy and bilateral salpingectomy. Secretory endometrium. Leiomyoma, multiple, intramural paratubal cyst, right fallopian tube. No significant pathologic features, left fallopian tube. Essure device (gross diagnosis), bilateral fallopian tubes. Ultrasound scan vagina - on (B)(6) 2017: uterine fibroids as described above. Thickening of the endometrial stripe. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/pelvic') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty. Concurrent conditions included obesity and uterine bleeding. Concomitant products included ondansetron (zofran). On (B)(6)2010, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain: abdominal") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and menorrhagia. Removal date discrepancy- (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)-result not reported.. Pathology test - on (B)(6)2018: chronic cervicitis and nabothian cysts, cervix, total laparoscopic hysterectomy and bilateral salpingectomy. 2. Secretory endometrium. 3. Leiomyoma, multiple, intramural 4. Paratubal cyst, right fallopian tube. 5. No significant pathologic features, left fallopian tube. 6. Essure device (gross diagnosis), bilateral fallopian tubes. Ultrasound scan vagina - on (B)(6)2017: 1. Uterine fibroids as described above. 2. Thickening of the endometrial stripe. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and mr received. Reporter information updated. New event: abnormal bleeding (vaginal), uterine leiomyoma, uterine haemorrhage were added. Medical history, concomitant drug and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.